Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause : mlc-65- manufacturing defect. Manufacturer contacted customer on 1/15/2018 in a follow-up call: customer received the envelope and will send the syringes back. No issues with the cat regarding his diabetes. The customer is not having any issues with the new box of syringes.

Event description:
Consumer reported complaint for bevel on the syringe is not ejecting properly. The customer is not concerned with results. The expected fasting blood glucose test result range is not applicable (used for cat ). No complications or medical attention reported. The product storage location is undisclosed. The meter memory was not reviewed for previous test result history. After using the syringes for two weeks, she realized that the insulin was not being accurately drawn into the syringe. The dose is two units which is very difficult to observe in the syringe. Once I realized that the insulin was not in the syringe, I tried to draw up water, unsuccessfully. Due to a defect in the needle, bevel or connection between the needle and syringe, I was unable to inject an accurate dose of insulin. No new syringes will be sent out to the customer. The customer opened another bag of the insulin syringes from the same lot number and ndc number and they are working.

Event description:
Consumer reported complaint for bevel on the syringe is not ejecting properly. The customer is not concerned with results. The expected fasting blood glucose test result range is not applicable (used for cat). No complications or medical attention reported. The product storage location is undisclosed. The meter memory was not reviewed for previous test result history. After using the syringes for two weeks, she realized that the insulin was not being accurately drawn into the syringe. The dose is two units which is very difficult to observe in the syringe. Once I realized that the insulin was not in the syringe, I tried to draw up water, unsuccessfully. Due to a defect in the needle, bevel or connection between the needle and syringe, I was unable to inject an accurate dose of insulin. No new syringes will be sent out to the customer. The customer opened another bag of the insulin syringes from the same lot number and ndc number and they are working.

Manufacturer narrative:
(B)(4). Syringes returned for evaluation. Investigation on 2/6/2018 resulted in no defect found. Most likely underlying root cause : s7 - use error. Note: manufacturer contacted customer on 1/15/2018 in a follow-up call: customer received the envelope and will send the syringes back. No issues with the cat regarding his diabetes. The customer is not having any issues with the new box of syringes.